Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 27, 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the guidewire would not exit at the ramp on the side of catheter, but continued to the end and caused the balloon to burst. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Although attempts were made to obtain additional follow up, there is no further information regarding this event.